Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-mar-04 rtg0141795 (con): it was reported that patient (pt) had their implant explanted around (B)(6) 2020. Caller stated that the reason the implant was explanted was that therapy loss effectiveness "years ago", so therefore stopped using their therapy. Caller was asking what to do with the external equipment.